Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17437562/17539413, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was not getting adequate pain relief at the back. It was also noted that the patient was getting unwanted stimulation in the abdomen whenever the patient turned the stimulation up. The patient underwent an explant procedure.